Manufacturer narrative:
Date sent to the FDA: 1/29/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent right hemicolectomy and perianal skin tag excision due to anterior vaginal prolapse with cystocele. It was reported that patient underwent mesh excision, uterosacral ligament colposuspsension, introital revision and cystourethroscopy due to stage ii recurrent apical vaginal prolapse, introital stenosis with dyspareunia and vaginal mesh erosion on (B)(6) 2011. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.